Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information was received from the customer regarding their reprocessing steps. The hospital tried to remove the clogging, but the scope was still not smooth. The device was inspected and the customer flushed water and air to the air/water channel by using the air/water channel cleaning adapter. The customer performed pre-cleaning of the scope immediately after the procedure, as well as flushed the air/water channel with detergent solution. However, the scope still clogged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the yellow foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, cleaning brush fell into the suction channel and foreign material (yellowish material) was found clogged in the nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope nozzle was found clogged with foreign material (yellowish material) due to insufficient or incorrect reprocessing. It was reported that the reprocessing cleaning brush fell and clogged into the scope suction cylinder. It was reported that the procedure was completed using the same device with no delay. There was no report of patient harm or user injury associated with this event.